Event description:
Report rec'd from (B)(6) stating that the device had "damaged locking components." It is unk if the device was being used during surgery. It is unk if injuries or medical intervention occurred. The date of the event is unk. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).